Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported values not appearing issue. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the operating system, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung s21 phone with android operating system version 14. The customer reported their ¿librelinkup lags behind no values appears¿. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of ¿body hurts¿, nausea, dizziness, confusion, a loss of consciousness, requiring third-party administration of syrup, food, and liquids for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung s21 phone with android operating system version 14. The customer reported their ¿librelinkup lags behind no values appears¿. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of ¿body hurts¿, nausea, dizziness, confusion, a loss of consciousness, requiring third-party administration of syrup, food, and liquids for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.